Manufacturer narrative:
Please retract this report 2017865-2013-04923 the same issue was reported as 2017865-2013-04705.

Event description:
It was reported that the right atrial lead exhibited high impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.